Event description:
A customer reported a malfunction on their pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions on what to do if the malfunction code appeared again. The customer understood the instructions and was able to continue using the pump without further issues.